Manufacturer narrative:
Addrl1 ipg implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads were damaged due to subclavian crush; the damage occurred at the entry point of the leads. The rv lead exhibited high impedance, loss of capture and was suspected for fracture. The ra lead exhibited unstable thresholds and intermittent capture. The leads were capped, and new leads were implanted on patient's right side. No patient complications have been reported as a result of this event.